Event description:
Device malfunction: none. Symptoms/ ae: vasospasm. Time of ae: during procedure. It was reported that during a left internal and common carotid artery stenting procedure, following post stent dilatation with a competitor product, the patient experienced a vessel spasm that was successfully treated with cardene. There were no reported adverse patient sequelae. Following this, the patient underwent a coronary artery bypass graft procedure. Eight days' post carotid stenting procedure, the patient was discharged to home. Although requested, there is no additional information available. Exact study event.

Manufacturer narrative:
The device remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.